Manufacturer narrative:
Corrected data: correction: d4 ( the correct serial number is (B)(6) and h4.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200. The physical condition of the device revealed missing h -31b air detector door. During testing, the back cover was removed and upon visual inspection a crack was revealed in the return tube, which has leaked water. Also damage in multiple internal components. The cause was isolated to a crack and design of product. Action was taken to replace the pcb ( primary circuit board) and tube. Device then passed all testing. Repair summary: received device missing h-31b air detector door. Device was manufactured in 2013. Removed back cover and visual inspection. Found that a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. An additional issues were also found torn heater 1 insulation. Replaced main pcb, return tube, float switch, top thermistor, membrane switch, heaters, and air detector door. Installed tempcheck test fixture e5993 due nov 2020. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. This return tube issue is being addressed through CAPA 18moak055.

Event description:
Investigation completed on a smiths medical level one device.

Event description:
Information was received indicating that level 1 trauma fast flow systems - h-1200 had tube damage and leaked into the board's components. The malfunction occurred during testing and there was no patient involved.